Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site as well as an infection. Subsequently on (B)(6) 2015, the excess skin was excised and oral antibiotics were prescribed. During the same procedure a longer abutment was placed. The implanted device remains.